Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found plunger clamp frozen in the reported problem area of the pipette assembly. Replaced damaged plunger clamps and tip clamps. The instrument was inspected, tested without further problem, and returned to expected operation.